Event description:
Caller's family member was admitted to the hospital because of a seizure they had after they tested with the freestyle meter receiving a reading of 78mg/dl. Patient was taken to the hospital where patient was administered dextrose.